Event description:
A falsely low prostate specific antigen result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a higher result was obtained. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely low prostate specific antigen result.

Manufacturer narrative:
The most likely cause of the low prostate specific antigen result is sample integrity. The dimension tpsa instructions for use states in the specimen collection and handling section: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.